Manufacturer narrative:
(B)(4).

Event description:
At the patient's refill appointment, a reservoir volume higher than expected in the pump was observed. The patient's pump was refilled and will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a reservoir volume higher than expected in the pump was observed. The device was subsequently explanted on (B)(4) 2016, and the device is not available for return.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed. The daily dose was increased two times but the patient was still not receiving adequate pain relief. A catheter access port (cap) procedure was performed and the catheter later appeared to be patent. The patient was sent home but called the facility the following day stating that they were experiencing headaches and dizziness. The patient visited the physician and the drug daily dose was lowered. It was further reported that the patient is doing well and receiving adequate pain relief.